Event description:
Quva qc lab of the liquid found in the luer lock of the syringe (bd lot # 3179194) for lido/bicarb is confirming to be oil with a 95% match to air-motor lubricating oil and a 94% match to plaxolene 50 mineral oils. The ftir for the foreign matter in the ketamine syringe (bd lot # 3212550) is looking to be a composite of dimethicone, ptfe, and silicone rubber. Observed date: 10/25/2023 observed during which process stage: inspection, labeling and packaging. Ir number if launched: ir-10275 and ir-10276. Sample availability for supplier to investigate: no, syringe is filled with drug products if patient impacted? No. If defect has been reported to third party? No. If the defect report from quva customer? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 3 photo samples and 1 video submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and of the sample photos and video. All three photos and the video each show the syringes loose with one showing an unknown blue cap attached and an unknown clear fluid with a blackish colored particulate in the fluid path larger than level 4. The video shows an unknown yellowish fluid in the fluid path of the syringe tip with many clusters of small particulates. The size of the particulates cannot be determined from the video. Both photos show the black particulate clusters in various blown-up images. Bd determined that the cause of the failure was likely associated to our assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information provided.